Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement and occlusion of device or native vessel.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the patient's left internal iliac artery was unintentionally covered with the contralateral leg component. Reportedly the unintentional coverage was due to operator error. The physician performed an external iliac artery to internal iliac artery bypass, and the procedure was completed. There was reportedly no injury to the patient. The patient tolerated the procedure.